Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (b6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that after the surgery he was in pain and didn't turn stimulation on. The patient was not sure how to turn the implantable neurostimulator on. He never had a chance to go over anything in person and doesn't know how to use or operate the recharger as well. The patient had not yet charged the implant. Additional information was received from the patient indicating that they had their unit implanted in (B)(6) 2013. It was noted that the instructions that they gave the surgeon were incorrect and the main pain was not coming from the legs but from their back. In the fall of 2014 they returned to their doctor and had asked if the unit could be adjusted to ease the lower back pain. One of the techs went to work on the implanted unit to see if they could get any coverage to their lower back. They tried to see if they could be done. They gave up after a while but what had happened was that the left side quit working. Soon after that the non-rechargeable battery went dead. The patient and wife were unable to schedule time to install another setup. They were able to schedule another date to install the unit on (B)(6) 2015. The doctor was unable to install the left side paddle because of the stenosis on their spine. The patient was not authorized to drill and chip the stenosis to complete the installation. Therefore on (B)(6) 2015 the patient was scheduled to install the unit. The replacement unit was installed and the unit was doing what was promised and the patient was satisfied. The indication for use was spinal pain.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that, on (B)(6) 2015, a simple surgery to install the unit turned into a 2.5 hour surgery. Due to fear of b leeding, the patient was kept in the hospital until (B)(6), 2015 before being discharged. The patient was unable to remember which pain killers were given to him. The patient then re-entered the hospital the next monday, the morning of (B)(6) with a clot in the left leg. The replacement unit was installed and the unit was doing what was promised and the patient was satisfied. The consumer reported that after the surgery he was in pain and didn't turn stimulation on. The patient was not sure how to turn the implantable neurostimulator on. He never had a chance to go over anything in person and didn't know how to use or operate the recharger either. The patient had not yet charged the implant. The indication for use was spinal pain. Additional information regarding the procedure on (B)(6) 2015 was received from the healthcare provider (hcp). The patient's preoperative and postoperative diagnosis included chronic back pain. The procedures included the following: 1. Bilateral t8-t9 laminectomy; 2. Replacement of the 565 spinal cord stimulator electrode lead spanning t8 and t9; 3. Implantation of the spinal cord stimulator pulse generator; and 4. Use interpretation of intraoperative fluoroscopy. The patient received general endotracheal anesthesia. It was noted the patient had a past history of chronic pain that responded to spinal cord stimulation. A trial was performed with the leads placed up to the t9-t10 level, and this did provide some relief. He was referred by another doctor for the paddle, but he could not advance the lead high enough. Conversation with another doctor noted the desired level for the spinal stimulator was at t8 and t9 vertebral bodies. The plan prior to the prior conversation made for t10 laminectomy. The patient's warfarin was held for five days prior to the surgery. On (B)(6) 2015, the patient was brought to the operating room. The patient was induced, intubated, and maintained under general end otracheal anesthesia. The patient was administered medications for IV antibiotic prophylaxis. A professional team aided in positioning him prone on the jackson table. All pressure points were padded. The abdomen and genitals were free of compression. The skin was prepped and draped in the usual fashion. Fluoroscopy was used to identify the t8-9 level. A 3-inch incision was made in the midline spanning t8-t10. Dissection was taken down to the subcutaenous fat and fascia with electrocautery. Cobb periosteal elevator was used to mobilize the paraspinal muscles off the spinous processes and lamina of t8-t10. A self-retaining retractors were placed. A kocher was placed and this confirmed the t9-t10 level. "The ____" t9 was resected and the inferior half of the lamina was thinned. High-speed drill was then used to further thin the lamina. Ligamentum flavum was identified. This was resected piecemeal spanning. This exposed the epidural fat. A director was then placed underneath the t9 lamina. However, there was much bony stenosis distal to the lamina. Because the doctor wanted the electrode to smoothly fit, in the midline, the doctor opted to go above the t9 lamina and do a laminectomy at the t8 level as well. Identical technique was used to remove the inferior half of the t8 lamina. Now, the lead director could pass easily underneath the t9 and then end underneath the top of t8. Ap fluoroscopy demonstrated that this position would ade quately cover both t8 and t9 in the midline. The electrode was then passed underneath the t8 with it's tip ending underneath t8. Ap fluoroscopy demonstrated that this was in midline and not spanned the entire t8 and t9 vertebral bodies. Anchors were then placed on the electrode wires and they were secured to the fascia. A 2 inch incision in the patient's right flank region was made to place the rechargeable pulse generator. Dissection was taken down through subcutaneous fat with electrocautery. A subcutaneous pocket was then made. A tunneler was then used to connect the two incisions. The electrode wires were passed through the tunnel and into the flank incision. The wires were then plugged into the pulse generator and the impedances were checked. Acceptable parameters were obtained. The electrodes were locked into the pulse generator using the torque screwdriver. The pulse generator was then placed in the flank incision with the excess wires passed underneath the pulse generator. Ethibond sutures were used to secure the pulse generator in place. Final ap and lateral fluoroscopy images were then obtained demonstrating ideal placement of the electrode. Both wounds were then copiously irrigated with antibiotic irrigation. Evicel was applied to hold the lead in place. The wounds were closed in layers using 0-vicryl for the fascia and 3-0 vicryl to subdermal layer. The skin was closed with dermabond. All sponges and needle counts were correct. There were no complications and the estimated blood loss was 25 ml. There were no specimens. The patient's disposition was to recovery in stable condition. On (B)(6) 2015, the patient was seen for routine postoperative care after surgery. The patient had a complicated postoperative course. The patient felt great and had no back pain his immediate few days after surgery. On (B)(6) he was picking alignment and had excruciating pain in his left leg. The patient came to the emergency room and there was a large clot found. The patient underwent multiple procedures on his left leg and ultimately did quite well. Several days prior to the visit , the patient twisted while opening a door and felt a pop in the right side of his back. Since then, he had severe pain in the right upper lumbar region. This pain as exacerbated by standing, walking and relieved when he sits or lies down. The patient did not have any pain radiating down his legs. The patient's general appearance was healthy, the patient was in no acute distress, well developed and well nourished. The surgical wound was healing well, there was no signs of infection and fluid around the battery. The patient's gait was normal. The sensory exam was grossly intact to light touch and pinprick throughout. Strength testing revealed 5/5 strength in upper and lower extremities bilaterally. The patient's recovery from surgery was also discussed. Despite restarting and correlation 2 days after surgery, the patient developed a significant clot in his left leg which required surgery. The patient was doing well and then recently his back was hurt. This was consistent with a lumbar sprain in the quality and history. The patient was prescribed medications for muscle relaxation. The patient was to meet the next day and have the stimulator turned on. It was hoped this will additional pain relief to the area of acute pain. The assessment of the visit was lower back pain. The patient's next follow-up was in 6 weeks. Of note, information relating to the previous surgery and devices is captured in regulatory report 3004209178-2015-15657.